Event description:
It was reported that the during a ptca procedure in a distal circumflex lesion, the tip of the guide wire (coils) were lengthened. The guide wire was removed and another guide wire was used to complete the procedure successfully. Reportedly, no pt injury occurred. This event is being reported based on investigative analysis.